Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer changed the infusion set site multiple times and the occlusions continued. The customer's blood glucose (bg) level was 225 mg/dl and insulin injections were administered to address the bg level. A pump system check was performed using the current pump supplies. The cartridge and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer changed all of the supplies and resumed insulin delivery.